Event description:
It was reported that during a laparoscopic gastric bypass, the lcsc5 stopped working. There was no patient consequence.

Manufacturer narrative:
The analysis results found that the device was returned with the distal tip of the blade broken off and missing. Due to the damage to the blade, it was confirmed that the device was non-functional. The identified blade damage may have occurred from external contact during pre-op or general use. In addition, minor blade damage may increase in severity during subsequent activations, and may result in blade "lockout" later in the procedure. Therefore, the instructional insert warns: "scratches on the blade may lead to premature blade failure." Furthermore, the analysis results also found that the device was returned with the clamp arm partially detached. Each device is visually inspected and functionally tested prior to shipment and damage of this magnitude would have been detected during this inspection and testing. However, the cause of these types of damages are currently being investigated.